Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number(s) h12g19068, h12i25038, h12j03034, and h12l07031 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned, a device analysis cannot be completed.

Event description:
Same patient as (B)(4). This is report 3 of 3. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown. Treatment was not reported. Dianeal therapy was ongoing. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.